Manufacturer narrative:
A review of the device history record for this device shows that there were no material property, mechanical, or dimensional discrepancies with this production lot.

Event description:
Shell and liner implanted. While trialing with broach/trial head, the shell and liner came out. Inserted same shell and liner using a bone screw. Stripped the head on the screw - ruined the liner. Implanted the second liner and a new screw.